Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, an unknown white substance was noted on the helix. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered with a white substance. The analyst noted that the helix shows signs of crystallized steroid, which is consistent with the complaint of a white substance. It is expected that some steroid crystallization will occur during manufacturing. This is not considered an anomaly. The helix functions within spec at this time. If information is provided in the future, a supplemental report will be issued.